Manufacturer narrative:
Investigation results: the complaint of a leak from the q-syte connector was confirmed; however, the root cause could not be determined from the returned sample. Two photographs and six q-syte connectors were provided for investigation with a non-bd manifold. A functional test revealed a leak from one q-syte connector. A microscopic examination revealed a column tear in the septum. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte leaked at a connection point. The following information was provided by the initial reporter, translated from french to english: incident occurred: 15 minutes after the tubing connected to the drug syringe was plugged onto the ramp, ide detected a leak on the red valve of the ramp which contains 5 valves. Immediate action: ramp change. Immediate consequences: for the patient, incomplete administration of prescribed drug molecules; for ide, overwork; for service, economic cost. Damages caused by the incident: material. (B)(6) 2025. We have asked questions to the manufacturer of the polymed ramp, concerning the lot number and the reference of the q-syte valve used, and clarifications on the incident to the customer. We'll get back to you as soon as we have an answer. The client replied to us, as follows: has the patient or user been harmed? If so, please explain the harm. Interruption of curares administration: what was the treatment administered at the time of the leak? Curares. Was additional medical/drug intervention necessary? If so, which one? Not specified. Have health care workers been exposed to blood or body fluids? Professionals apply standard precautions with the wearing of personal protective equipment. Were there any negative consequences for healthcare staff due to the leak or for patients due to missed administration? Potential serious risk with an infectious risk due to the rupture of the closed system and a risk of air embolism with possible air entry into the system.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause could not be determined from the two photographs that were provided for investigation. The photograph indicates a leak; however, without the physical sample, the root cause could not be determined. The characteristics of the leak path could not be observed from the photograph. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Additional information: 1. Could you please provide the answers to the below questions as early as possible to proceed further with investigation and sample shipment/collection from the below address? 2. As the provided catalogue number: "201048" and lot/batch numbers: "8327623k / 0000645048 / 2151013" were not detected in the system. " these are: catalog number: 380510 and lot: 2151013." A. Could you please confirm whether the affected product is bd product or not? "The product is indeed a bd product (bd qsyte valve)." B. Could you please provide/confirm the catalogue number of the defective product? "380510." C. Could you please provide/confirm the lot/serial number of the defective product? "2151013." 3. Please confirm the number of products affected. "Please note: we are unable to quantify this issue but we have a bd qsyte valve unit mounted on our manifold to send back to you." 4. Could you support the investigation by providing detailed photographs of the defective product? 5. We have been informed that samples are available for investigation. Could you please specify whether these samples are a. Unused (before use) "unused (before use)." B. Used (during or after use).